Event description:
During a procedure, doctor noted that the bipolar loop was bent prior to use. He was able to see the bend under the magnification of the scope but he could not see the bend otherwise. He stated that the loop rubs on the scope. Doctor stated that he was previously using a loop of the same size in the surgical center with a representative of storz present (lot # not saved on that one). During this time, he noted, for the first time, that the loop was bent prior to use. Per doctor, the representative stated that the loop was indeed bent from the factory as it was not used yet. Storz field representative was present to observe the first issue. Field representative is currently working to provide a resolution.